Event description:
Info received indicates the head section cannot be lowered.

Manufacturer narrative:
The tech found that the head gas spring mechanisms were very intermittent. He replaced the head section and gas spring mechanism to repair the stretcher.